Event description:
It was reported that the probe unit activated without anyone pushing the hand control nor with the foot switch being depressed. The unit was lying on the stand and it was wet so it did not ignite. Further, a replacement was not used.

Manufacturer narrative:
Additional information will be provided once the investigation has been completed.